Event description:
It was reported that the pump battery would not charge, and there was no power source alert received by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller attempted different troubleshooting steps, such as using a different wall outlet, wall adapter, and charging cable, but none resolved the issue. Technical support decided to replace the pump since it was under warranty. The caller was instructed to put the pump into storage mode and return it using a pre-paid label, and they planned to use manual daily injections as a backup therapy to ensure insulin delivery.